Event description:
Complainant alleged that during biomed testing the device displayed a "cannot dump" message and an electrical arch was also observed during a discharge of 360 joules. Complainant indicated that there was no patient involvement in the reported malfunction.